Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened and creased up buttons dome switch. The insulin pump has minor scratched lcd window, cracked case at the display window corner and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that the insulin pump had a keypad anomaly. The up arrow button was not functioning. Customer's blood glucose level was 600 mg/dl. He treated his high blood glucose level with a shot. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.